Manufacturer narrative:
The tech found the side rail end tube and transfer stops are broken. The tech replaced the side rail end tube and transfer stops to resolve the issue.

Event description:
The tech alleged the side rail will not latch. No pt impact.